Event description:
It was reported that the patient had a recurrent backup battery fault that had not cleared despite numerous self-tests and numerous replacement emergency backup batteries (ebb). However, the alarm ceased without intervention on (B)(6) 2025. Of note, the patient was being treated for an arteriovenous (av) thrombus and as such, could not safely undergo a system controller and modular exchange that was desperately needed from wear and tear. The ebb was removed and disposed of and the alarm continued to persist. The event log file reported backup battery faults which appeared to self-resolve. The system controller periodically performed internal load test on the ebb and it appeared the ebb was not passing this test. Additionally, the log file contained two transient low flow estimates. These flow reading were unrelated to any external equipment malfunction. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file; however, the reported event of the controller showing signs of wear and tear was not confirmed. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2025; however, the onset of the alarm was not captured. The alarm was observed to have resolved on (B)(6) 2025, and the pump operated as intended throughout the data. The system controller (serial number (B)(6) was not returned for analysis. Available information indicates that the alarm cleared without intervention, and that the controller remains in use at this time. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated to address backup battery fault alarms caused by load test conditions. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.